Event description:
It was reported during the pt's scs trial period the pt experienced a fall. Per the pt's spouse the pt was taken to the emergency room because his leg would not stop twitching. The pt reportedly was receiving effective stimulation. The pt's physician removed the pt's trial leads early and the pt decided to move forward with the permanent procedure. F/u identified the physician has cleared the pt. The cause of the twitching was not determined.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.